Event description:
The olympus representative reported on behalf of the customer that during a planned laser prostate resection on (B)(6) 2023, a non-olympus laser was being used initially but due to some technical issue with the laser equipment, the doctor used the olympus resection set with a non-olympus knife. After using the device for nearly 20 to 25 minutes, the doctor had shifted to a different non-olympus laser and completed the procedure with no complications at that point. At a later date on (B)(6) 2023, the catheter was removed from the patient and the patient was okay at that time. On (B)(6) 2023, the patient had a follow-up visit and per the doctor the patient was fine. On (B)(6) 2023, the patient noticed a "urine leak" and notified a doctor. On (B)(6) 2023, the operating doctor became aware and received pictures that the patient provided. The doctor advised for a needed urethral reconstruction and no other complications. This event requires 6 reports. Related patient identifiers: (B)(6) / model: wb91051w sn: (B)(6) / model:wa22366a sn: (B)(6) / model:a22040a sn: (B)(6) / model: a22026a sn: (B)(6) / model: wa22355c sn: unknown (B)(6) / model: wa00014a sn: (B)(6) this medwatch is for patient identifier (B)(6).

Manufacturer narrative:
(B)(6). The device was not returned for evaluation, however during a field safety inspection of the device, there were no abnormalities or corrosion, and the energy output was good. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the patient is "doing fine and in the recovery phase." The decision of the urethral reconstruction was no pursued further. Per the facility, the reported event was not caused by an olympus device. It was confirmed that the same devices and accessories have been used in subsequent procedures without issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation the reported event was not confirmed. Therefore, the root cause could not be determined. This supplemental report includes additional information received from the customer. Olympus will continue to monitor field performance for this device.